Event description:
On (B)(6) 2012, a neurotherm representative received a call from a facility involving the use of a simplicity iii. The facility reported that the distal tip broke off in a patient. The physician reported that the procedure did not feel any different than it always does although he did recall feeling scraping on the bone. To the best of our knowledge the physician left the tip inside the patient. The physician has been contacted multiple times for more details but has not responded. Neurotherm is continuing to contact the physician for additional details.